Manufacturer narrative:
(B)(4). Unit responded to button presses. No unresponsive button noted during testing. During visual inspection, found the j1 keypad connector on pcba 1 corroded. Motor and electronic stack also had moisture damage. Unit passed displacement test, active current measurement, sleep current measurement and self test.

Event description:
The product returns for an unknown reason. The customer¿s blood glucose level was unknown. The insulin pump will return for analysis.